Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include trouble breathing and hyperglycemia. The ER doctor removed her pod when she got to the hospital and she was given injections to treat her high bg's. Patient stated she had an appointment with her doctor the following day to relook at her pdm settings. The patient stated the pod had been disposed at the hospital, so she can't send the device back. It should be noted that the patient had a preexisting condition where she has fluid around the wall of her heart (not able to give the name). She stated was in ICU for a week before been taken to another room.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.